Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the devices were interrogated and the battery voltage was below the level indicated for implant. The battery voltage was still below the level indicated for implant after the devices were left at room temperature. The devices were not used. There was no patient involvement.